Manufacturer narrative:
No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. While it is not common for a powered blade to break during use, our data shows that on rare occasion, a serious injury (si) or surgical intervention was required due to a blade break resulting in a device fragment. In the majority of cases, blade fragments are easily removed from the patient without additional intervention or harm to the patient and the surgery proceeds as intended. FDA guidance declares that if a malfunction has caused a death or si even once, then it means the malfunction is "likely" to recur. Based on this guidance, any blade break resulting in a fragment is submitted as a reportable malfunction.

Event description:
The user facility stated "the tip of the blade failed, fell off during surgery." The product was received with the finish goods packaging, the part and lot were verified. Inspection of the inner blade tip showed uneven score marks across the spherical diameter. Shear marks and gouges indicate that the blade broke while moving in a clockwise direction. The outer blade mouth opening showed deformation of the right proximal side. Contact between the inner and outer blade cutting surface contributed to the breakage of the tip. The tip that became detached measured approximately 1/8 inch. All portions of the broken blade were returned, indicating that no unretrieved device fragments were left in the patient. Approximately 1/16 inch of both the inner and outer hub showed corresponding damage indicating the two hubs made contact after the tip broke. The device in question loads and locks properly into a handpiece. Another blade of the same part number in question was tested in an attempt to reproduce the hub damage. After removing the tip, the damage could not be reproduced at the recommended speed. The damage could only be reproduced by increasing the speed to 5500rpm in forward mode for 30 seconds. Product catalog indications for this product are operating speeds between 60-3,000 rpm in oscillate mode. IFU statements include, but are not limited to: blades should be operated in the oscillate mode only. Operating in the forward mode may cause damage to the blade. Should a bur/blade fracture occur during use, extreme care must be exercised to ensure that all fragments of the bur/blade are retrieved and removed from the patient. Unremoved bur/blade fragments may cause tissue damage to the patient.